Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient was having an altered mental status and they were concerned the pump was m alfunctioning and giving her too much medication. Caller wanted to know if the pump could be interrogated. Technical services provided contact information for the national answering service (nas) to page the local representative.

Event description:
Additional information was received from the healthcare provider (hcp) stating the cause of the too much medication allegation was because the patient was given oral dilaudid 8mg and they had a urinary tract infection (uti). It was not pump related. The pump was reduced as a precaution and they were treated with narcan. Treating the uti resolved the patient's altered mental status.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.